Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the stent placement procedure, it was found that the stent was broken when package was opened. The procedure was completed with another of the same device and there were no known patient complications reported.